Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the clip was explanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage and surgical valve replacement. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was successfully implanted and mr was reduced to grade 2. While placing the second clip, mr was reduced to grade 1; however, after deployment mr increased to grade 3. Three jets were visible, but no leaflet damage was noted. A third clip was attempted, but could not reduce mr, so it was removed without deployment and final mr grade was 3. On (B)(6) 2018, valve replacement surgery was performed and it was noted that posterior leaflet was torn at the tip of the second implanted clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on this information, a definitive cause for the reported mitral valve injury could not be determined. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported adverse effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.